Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer is using cold insulin. Clinical support informed customer that using cold insulin is off label per the tandem user guide. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 374-493 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned